Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: the audio bolus button cover was detached. There was a bolus button leak with evidence of moisture corrosion inside all of the internal pump parts.